Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and severely calcified lesion located in the proximal left anterior descending exhibiting 75% stenosis. There was no damage noted to packaging and there were no issues noted when removing the device from the hoop/tray. No difficulties noted when removing the protective sheath and the device was inspected with no issues identified. Negative prep was not performed and the lesion was pre-dilated. The device did not pass through a previously-deployed stent or cell of a stent. Resistance was encountered when advancing the device and excessive force was used during delivery. The inflation device remained on neutral pressure during the delivery of the device. It was reported that at the bifurcation of the lad (diagonal) the stent was dislodged during advancement of the device. It was reported that a snare was unsuccessful when attempting to draw the device back to the radial artery; it could not be sheathed. A vascular surgeon was required to remove the device. It was reported that the patient is alive but will have injury to the right radial artery. A new resolute onyx device of the same size was used to complete the procedure.